Event description:
International customer reported that the device broke during removal one day post surgery. The pt was returned to surgery the same day for excision of the retained fragment.

Manufacturer narrative:
(B)(4). Conclusion: pt was determined to have an allergic reaction to some component of the device. No device failure noted.